Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was attempted for the subject device. A service history review could not be performed as this is a lot controlled item. The manufacture date of the device is unknown and cannot be traced. The service history evaluation is unconfirmed. A service evaluation was performed for the subject device. The customer reported the screw was missing. The repair technician reported the item was stripped. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer on mar 3, 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that synframe half ring one half ring is missing a screw and the other is stripped. This was discovered post-op after cleaning. There was no impact to the surgery or patient. It was reported that one synframe half ring has 1 screw missing and the other screw's hex head is stripped. The other half of the synframe half ring both of the screws hex heads are stripped. No patient involvement. Discovered after cleaning. This report is 1 of 1 for com-(B)(4).